Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 33-year-old female patient who had essure (batch no. 627306) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menses"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), abdominal pain lower ("cramping"), weight increased ("weight gain of approximately 100 pounds") and abdominal distension ("stomach swelling"). The patient was treated with surgery (diagnostic hysteroscopy, laparoscopic bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menstruation irregular, menorrhagia, alopecia, abdominal pain lower and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, menorrhagia, menstruation irregular, pelvic pain and weight increased to be related to essure. The reporter commented: patient's menstrual period were only occasionally heavy, occurred regularly every month, and she had no problem with going about her daily life. Her symptomatology developed gradually in the year following the essure implant procedure. Most recent follow-up information incorporated above includes: on 25-oct-2018: the case will be deleted from bayer pv database because this is a duplicate from (B)(4) case. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a (B)(6) female patient who had essure (batch no. 627306) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menses"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), abdominal pain lower ("cramping"), weight increased ("weight gain of approximately 100 pounds") and abdominal distension ("stomach swelling"). The patient was treated with surgery (diagnostic hysteroscopy, laparoscopic bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menstruation irregular, menorrhagia, alopecia, abdominal pain lower and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, menorrhagia, menstruation irregular, pelvic pain and weight increased to be related to essure. The reporter commented: patient's menstrual period were only occasionally heavy, occurred regularly every month, and she had no problem with going about her daily life. Her symptomatology developed gradually in the year following the essure implant procedure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.